Event description:
Pump reported as "delivers more medication than it should". This message was attached to the pump when it was received by product svs. Add'l info learned by contacting anesthesia dept. Stated the pt completed pca therapy without incident. She checked the recorded volume infused and compared it with the volume missing from the bag. She stated there was a discrepancy, but that she hadn't recorded the magnitude. There was more missing from the bag than the recorded infused volume. Baxter product svs reported that the volume infused from the history log was within the prescription parameters. No further info was offered.